Event description:
It was reported that after successful deployment of a coronary stent, the physician experienced difficulty deflating the balloon. The physician pulled the balloon into the femoral artery and cut the shaft to assist with deflation. No pt injury or complication occurred.